Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Edwards clinical technical summary for these events was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the procedural factors contributing to the valve being deployed in a too ventricular position cannot be determined. However, patient factors appear to have contributed to the aortic insufficiency. Per report, the patient¿s native leaflets were described as longer than usual/normal and overhanging the prosthetic valve. There¿s no indication this event was a result of valve malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the 23mm sapien valve was deployed a little too ventricular and there was a fair amount of aortic insufficiency. A balloon valvuloplasty did not seem to improve the aortic insufficiency; therefore, a second valve was prepped and placed inside the first valve in a more aortic position (50:50). After the second valve was deployed the patient became hemodynamically stable with mild aortic insufficiency. This event was attributed to the native valve leaflets being longer than normal. The second valve was needed to achieve a good result. The degree of native valve/leaflet and aortic root calcification was moderate. Mitral annular calcification was mild. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also appropriate; there was no loss of pacing capture during valve deployment and ventilation was held.